Event description:
User facility reported that following a novasure procedure, "2/3 of the cervix was noted to be ablated." It was additionally reported that the "patient has a longer than usual cervical canal." On (B) (6) 2008 additional information indicated the cervical ablation was confirmed on post procedure hysterectomy and that no treatment was needed.

Manufacturer narrative:
A review of the manufacturing records for the identified lot number and serial number revealed no abnormalities related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU): correct determination of the cavity length is important for safe and effective treatment. Overestimating the cavity length may result in thermal injury to the endocervical canal. (B) (4).